Manufacturer narrative:
The scope was not returned for evaluation. In a follow up communication, customer olympus representative (rep) stated that per the customer the device will not be returned as this was user error when applying the cap to the distal end. The cap will also not be returned as it was disposed of. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Internal customer emailed to report a cap fell off the tip of the endoscope during procedure. The cap fell off when withdrawing the scope tjf-q190v in the patient's mouth. The doctor was able to retrieved the cap successfully. The issue occurred during an ercp removal of bilary stent procedure. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6) (maj-2315 distal cap cover).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the distal cover was inappropriately attached. It is also possible there was a crack or pinhole at the distal cover. Olympus will continue to monitor field performance for this device.